Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 407645 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that slack from the right ventricular (rv) lead had come back into the pocket, causing a dislodgement. High thresholds were also observed. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.